Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/1.5/074 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to lens rotation no associated to low vault. Reportedly, "a week after sugery, it was found that the lens returned to its original position." The problem was not resolved. On (B)(6) 2022, the lens was exchanged and the problem was resolved. Cause of the event is unknown. Reportedly, "on october 4, external force caused the left eye lens to rotate."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).